Manufacturer narrative:
(B)(4).

Event description:
It was reported via social media that a detached sensor wire occurred. The wearable was inserted into the arm. The patient stated that a sensor broke off in their arm and they went to the emergency room. It was reported that the sensor wire did not show up on x-rays. They numbed the area, cut a tiny incision and used tweezers to pull out the sensor. The patient left bandaged and with medication for a couple days until the site healed. There was no stitches required. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.